Event description:
The report stated that during a total mesorectal excision, after several applications the divider got stuck in the partially extended position. The surgeon could not get the divider to retract. The incident device investigation performed in 2007 found that the part of the webbing that attaches the divider to the device is missing. The site was contacted through a tyco healthcare representative stationed in austria. The site confirmed through an x-ray taken the day after the surgery that the missing piece of the webbing is not inside the patient.

Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.